Manufacturer narrative:
The reported event of short longevity was confirmed. Based on the information provided, it was due to faster than expected battery voltage drop. The cause of the battery voltage drop cannot be determined from the available data. The reported event of premature battery depletion was confirmed in the lab. A device evaluation was performed, and no sources of high current were noted. The battery was analyzed by its manufacturer and an internal battery anomaly was found. The cause of premature battery depletion was due to the anomalous battery.

Event description:
During a remote follow up, a drop in the longevity of the device was observed. In (B)(6) 2023, the estimated remaining longevity was 5 years, however on (B)(6) 2023 an estimated remaining longevity of 5 months was shown. Technical support was contacted and premature battery depletion was suspected. Technical support recommended device replacement. The device was explanted and replaced to resolve the event. The patient was stable.